Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) As per the requested information for patient consequences, kindly find below the reporter feedback: for the patient consequences, the team attended with the surgeons all cases intraoperatively no complications but the status after the case is unknown. Additional information this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with the next information: lot t40v28, expiration date 2024/04/30 and product code gst60b. Lot number was reviewed, and it belongs to a gst60b device. However, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2022/08/31 and manufacturing date 2019/09/06. The artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not complies with j&j standard. The package artwork numbers are unique to specific artwork versions for specific product codes. Artwork numbers are not reused. The package artwork number on the counterfeit package is incorrect, since it belongs different product code stated on the tyvek. Also, differences in characters, correct space after comma, no spaces after commas and front differences were noted. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that parallel imported gst reloads, as the surgeon has alot of products that we need to track it and to identify the source, as it may affect the patients life. No patient consequences reported. No further information is available.